Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2015. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number b82482, placed into one tube (side unknown), on (B)(6)-2015 and a few minutes later, she started having extreme pain and had to be sent to ER (emergency room). The physician later removed tube. Leep (loop electrocautery excision procedure) was also performed. The patient was okay (end of adverse event reported as (B)(6)-2015). Essure was not continued. Ptc investigation result was received on (B)(6)-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record (B)(4) (production date (B)(6)-2013 and expiration date (B)(6)-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. Four further ae case reports have been received to date in relation to the reported batch, of which two cases refer also to a similar type of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(6)-2015: it was reported that one insert was already placed when she complained of too much pain. Physician could not place second insert; patient was taken to ER for pain and a salpingectomy was performed to remove tube and essure. It was also reported that it looked like insert was being pushed out instead of outer sheath retracting back. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who experienced extreme pain few minutes after essure (fallopian tube occlusion insert) placement. She was sent to the ER, and underwent a salpingectomy. After this procedure she was okay. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Pain and cramping may occur during and following essure placement procedure. In this particular case, the insertion was difficult (it looked like insert was being pushed out instead of outer sheath retracting back) and only one insert was placed. Patient was taken to ER for pain and a salpingectomy was performed to remove tube and essure. Considering the reported pain occurred in close association with essure insertion; causality with the suspect insert cannot be excluded. Due to the required intervention, this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Upon internal review on 08-aug-2016, the case (B)(4) was found to be a duplicate of this case. All information was transferred to this case. Legal claim was received from a lawyer / attorney in the united states, on behalf of a (B)(6) female plaintiff. It was reported that while doctor was placing essure the spring released and went up her tube. Doctor said it was a defective essure device and had to remove the same day. Emergency tubal ligation surgery was performed. Patient almost passed out from the pain during implant insertion. Blood pressure dropped. Essure indication was added, permanent sterilization. Unfortunately, this implant procedure was far more complicated and painful. During the procedure, the essure device failed to properly implant and consumer was required to be rushed to the emergency room to have the devices, as well as her fallopian tubes, removed to prevent further damage. This procedure caused a considerable amount of pain and required her to miss two and a half weeks of work to recover. Further, she was in considerable amount of pain, and unable to have any intimate relations for over six months after this procedure. This failed implant procedure is a direct and proximate cause of the physical and emotional anguish. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who experienced extreme pain few minutes after essure (fallopian tube occlusion insert) placement. She was sent to the ER, and underwent a salpingectomy. After this procedure she was okay. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Pain and cramping may occur during and following essure placement procedure. In this particular case, the insertion was difficult (it looked like insert was being pushed out instead of outer sheath retracting back) and only one insert was placed. Patient was taken to ER for pain and a salpingectomy was performed to remove tube and essure. Considering the reported pain occurred in close association with essure insertion; causality with the suspect insert cannot be excluded. Due to the required intervention, this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up from 10-sep-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who experienced extreme pain few minutes after essure (fallopian tube occlusion insert) placement. She was sent to the ER, and underwent a salpingectomy. After this procedure she was okay. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Pain and cramping may occur during and following essure placement procedure. In this particular case, the insertion was difficult (it looked like insert was being pushed out instead of outer sheath retracting back) and only one insert was placed. Patient was taken to ER for pain and a salpingectomy was performed to remove tube and essure. Considering the reported pain occurred in close association with essure insertion; causality with the suspect insert cannot be excluded. Due to the required intervention, this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information was obtained despite follow-up attempts.